Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was on the advisory notification list regarding this model/device. It was also reported that this transvenous defibrillation lead was exhibiting an out of range pacing impedance measurement. No adverse patient symptoms were reported.